Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
An incorrect energy output on shift check of the heartstart mrx was reported to philips healthcare, "the 120 joules goes to 50 joules." There was no pt involvement.